Event description:
It was reported that a cadd-ms® 3 ambulatory infusion pump "might have been running too fast". The patient's dose is 105nkm, with a pump rate of 0.038ml/hr using 3ml (2.5mg/ml) every 72 hours. The syringe was found to be more than halfway gone at approximately 30 hours after beginning infusion. It was stated that the over delivery did not cause any harm to the patient.